Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer report number: 2938836-2020-03235. During an in-clinic follow up, episodes of oversensing due to noise were noted on the device. During procedure, it was revealed that the right ventricular lead (rv) was not fixed securely and was loose on the header of the device; with the port of the device filled with blood. Moreover, the set screw in the header of the device could not be rotated. The device was explanted and replaced while the rv lead was reconnected to a new replacement device to resolve the event. Electrical parameters were within normal limits following the revision. The physician was unable to rule out whether the lead, the device, or the implant procedure were responsible for the lead/header connection issue. The patient was stable with no consequences.